Manufacturer narrative:
H.6. Investigation summary: two loose 1ml s/t syringes and two empty opened packages from different batches were received. They were visually evaluated. The batch numbers on the packages were 8088718 and 8194919 (p/n 309659). Both syringes were found to have cloudy tips. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers (8194941, 8088718) that could have contributed to the reported defect. Cloudy tips are a result of normal molding process. Over time a small amount of plastic build up or residue occurs in the mold causing this defect. It is remedied by polishing the mold. The cloudy tip defect is cosmetic and does not pose risk to the customer. Potential root cause for the cloudy tip defect is associated with the molding process.

Event description:
It was reported that before use of the bd¿ slip-tip disposable tuberculin syringe there was cloudy residue within the distal end of the syringe of the slip tip.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8088718. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-03-29. Medical device lot #: 8194941. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-07-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ slip-tip disposable tuberculin syringe there was cloudy residue within the distal end of the syringe of the slip tip.